Manufacturer narrative:
The reported complaint of "low coolant" error message on the thermogard xp ivtm system (serial # (B)(4)) was confirmed during functional testing and event logs review. The investigation findings revealed that the root cause of the reported issue was due to a defective coldwell reservoir pocket. No physical damaged on the thermogard xp ivtm system was observed during visual inspection. During event log review, multiple related error codes were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message "low coolant" displayed upon console power on. To remedy the issue, the thermogard console's coldwell reservoir pocket was replaced. The thermogard system was re-evaluated and passed all functional tests without any fault or issue. Thermogard system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, the thermogard xp ivtm system (serial # (B)(4)) displayed "coolant low" after power-on-self-test. According from the customer, the coolant level on the console was full. Customer could not clear the error message. No patient involvement.